Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported patient effects were unable to be confirmed through analysis due to the operational context of the reported issues. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported perforation and death appear to be related to circumstances of the procedure. There were no damage or abnormalities identified with the returned device that would have contributed to the reported complaint. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d9, g3, g6, h2, h3, h6 (codes 4118, 3233, and 11 no longer apply). H10: the viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the patient had severely calcified, moderately tortuous, 3.50 diameter, 50-70% stenosed lesion in the right coronary artery (rca) with the presence of two huge calcareous buds, facing each other on the cluster of differentiation 2 (cd2); total lesion was about 40/50mm. Access via the right radial artery in 6f with the viperwire advance coronary guide wire with flex tip was installed without any difficulty. The vessel was primarily wired with the viperwire. Glideassist advancement of the diamondback 360 coronary orbital atherectomy device (oad) crown was performed as soon as the guide catheter came out in order to start retrograde treatment of long large-caliber right lesion with two calcareous buds. Two-low speed treatments were performed but without being able to go beyond the second bud after the second part of the rca. During the fifth treatment, the viperwire folded 5mm from distal flex tip part at the level of a bud and then fractured 8-10 cm from the distal end. The 5-8mm long fragment remained in distal rca. It was unknown why the viperwire folded but the blockage was between two calcified nodules. The oad crown did not jump prior to the fracture. This led to the oad causing a perforation in the end of second segment of the rca after coming out of its axis/guide. There was no wire bias. There was no difficulty wiring or delivering devices. The perforation was treated by placing a covered stent. The oad and viperwire were removed together. There was no other damage to the oad or viperwire after removal. The patient expired despite multiple attempts at resuscitation. In the opinion of the physician the primary and secondary cause of death are unknown and it was difficult to determine if the oad caused or contributed to the patient¿s death as the patient was very fragile. In the opinion of the physician the oad probably contributed to the perforation.

Event description:
It was reported that the patient had severely calcified, moderately tortuous, 3.50 diameter, 50-70% stenosed lesion in the right coronary artery (rca) with the presence of two huge calcareous buds, facing each other on the cluster of differentiation 2 (cd2); total lesion was about 40/50mm. Access via the right radial artery in 6f with the viperwire advance coronary guide wire with flex tip was installed without any difficulty. The vessel was primarily wired with the viperwire. Glideassist advancement of the diamondback 360 coronary orbital atherectomy device (oad) crown was performed as soon as the guide catheter came out in order to start retrograde treatment of long large-caliber right lesion with two calcareous buds. Two-low speed treatments were performed but without being able to go beyond the second bud after the second part of the rca. During the fifth treatment, the viperwire folded 5mm from distal flex tip part at the level of a bud and then fractured 8-10 cm from the distal end. The 5-8mm long fragment remained in distal rca. It was unknown why the viperwire folded but the blockage was between two calcified nodules. The oad crown did not jump prior to the fracture. This led to the oad causing a perforation in the end of second segment of the rca after coming out of its axis/guide. There was no wire bias. There was no difficulty wiring or delivering devices. The perforation was treated by placing a covered stent. The oad and viperwire were removed together. There was no other damage to the oad or viperwire after removal. The patient expired despite multiple attempts at resuscitation. In the opinion of the physician the primary and secondary cause of death are unknown and it was difficult to determine if the oad caused or contributed to the patient¿s death as the patient was very fragile. In the opinion of the physician the oad probably contributed to the perforation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire referenced in b5 is filed under a separate medwatch report number.